Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. A second physician was also reported during the case. Physician's name is (B)(6).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00042 for the first trapezoid rx basket and manufacturer report# 3005099803-2016-00047 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush an 8mm size stone. The stone was unable to be crushed. The handle and the sheath were cut and removed from the patient leaving a single wire hanging from the patient's mouth. A sohendra device was used in an attempt to detach the tip; however the tip failed to detach. A second physician then assisted with the case using a hurricane balloon to dilate the common bile duct, and was able to wiggle the stone from the basket. The hurricane balloon was removed from the patient, and the trapezoid rx basket was able to be removed from the patient. The physician then used a second trapezoid basket in conjunction with an alliance handle, to try to crush the stone. The basket of the second trapezoid rx basket detached inside the patient with 2 cm wire hanging out of the ampulla in the duodenum. The physician placed 2 pigtail biliary stents for drainage, and the basket and stone remained inside the patient. The patient was discharged, and a planned procedure was scheduled to remove the detached basket and stents, and laser the stone. On (B)(6) 2016, the stents were removed, and the basket was noted to have passed. Fluoroscopy and CT scan confirmed that the basket was no longer inside the patient. The procedure was successfully completed. The patient's current condition was reported to be "stable."

Manufacturer narrative:
A visual examination of the device found that the wire basket assembly had been removed from the coil assembly and the pull wire was bent in several places. The customer had cut the pull wire into 3 sections. The basket wires were bent and the basket tip was intact with no visible deformation. Further examination of the coil assembly found the outer sheath to be torn and buckled. The full length of the side car-rx was torn and presented pushback out of specification. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the tip failed to detach. It cannot be determined precisely why the tip failed to detach, stone density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause is undeterminable. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is not enough information to determine that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00042 for the first trapezoid rx basket and manufacturer report# 3005099803-2016-00047 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush an 8mm size stone. The stone was unable to be crushed. The handle and the sheath were cut and removed from the patient leaving a single wire hanging from the patient's mouth. A sohendra device was used in an attempt to detach the tip; however the tip failed to detach. A second physician then assisted with the case using a hurricane balloon to dilate the common bile duct, and was able to wiggle the stone from the basket. The hurricane balloon was removed from the patient, and the trapezoid rx basket was able to be removed from the patient. The physician then used a second trapezoid basket in conjunction with an alliance handle, to try to crush the stone. The basket of the second trapezoid rx basket detached inside the patient with 2 cm wire hanging out of the ampulla in the duodenum. The physician placed 2 pigtail biliary stents for drainage, and the basket and stone remained inside the patient. The patient was discharged, and a planned procedure was scheduled to remove the detached basket and stents, and laser the stone. On (B)(6) 2016, the stents were removed, and the basket was noted to have passed. Fluoroscopy and CT scan confirmed that the basket was no longer inside the patient. The procedure was successfully completed. The patient's current condition was reported to be "stable."